Event description:
It was reported that a patient had been getting terrible shocking in her back when stimulation was turned up to 4.0 volts or 5.0 volts starting a week prior to the report. At 4.0 volts the patient¿s incontinence started to return and she was very wet five times a night. Stimulation was helping with incontinence and spasms and at times she was not feeling stimulation. The patient¿s symptom control was good and she didn't have to get up to go to the bathroom five times a night. She was planning to see her healthcare provider on (B)(6) 2015. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent. Reference MFR. Report #3004209178-2015-09440 for previous issues the patient experienced.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3 093-28, lot# va0gmlj, implanted: (B)(6) 2015, product type: lead. (B)(4).